Event description:
The customer reported that when the monitor was in use, there was the smell of smoke. A system fan failure error was also noted. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the monitor was in use, there was the smell of smoke. A system fan failure error was also noted. There was no report of patient involvement.